Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) on the right ventricular (rv) lead channel during an atrial tachy response (atr) episode. Technical services (ts) is to review the reports. The device remains in use. No adverse patient effects were reported. Additional information received indicates that ts reviewed the reports and stated that there was possible loc. Ts stated that it is possible that the questioned loc beats could be fusion beats. Ts also noted that the rv lead channel also exhibited increased capture thresholds. Ts suggested troubleshooting actions. The lead remains in use. No adverse patient effects were reported.